Event description:
It was reported via user medwatch (B)(4) that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured before reaching the rated burst pressure. The device was removed with no harm to the patient and no additional intervention was required.